Manufacturer narrative:
The device has been returned for evaluation: however, the investigation is ongoing. At the conclusion of the investigation a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
Dr. (B)(6) reported that a silent nite appliance has broken. Reportedly the appliance had a debonded blue attachment button. The patient received the device on (B)(6) 2025, and the breakage occurred (B)(6) 2026. The patient's oral hygiene is excellent. No injury was reported.